Event description:
It was reported that undersensing had been observed on the atrial lead. No patient symptoms were reported. It was also noted that atrial capture events had been observed in the right ventricle. The lead was explanted and replaced during a system upgrade procedure.